Event description:
Emt's attended to a person diagnosed cardiac arrest. When the operator attempted to perform an automated ECG analysis, the device allegedly displayed a continuous motion alarm for no apparent reason and the analysis was inhibited. All connections were checked but each time an automated ECG analysis was performed, a continuous motion alarm was displayed. The pt was transported to the hosp. The pt was not resuscitated. The reporter indicated the alleged malfunction did not likely cause or contribute to pt's death. This opinion was based on an assessment of the pt's condition.